Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported by the patient that she is experiencing some abdominal pain with tenderness and bulging around the implant site and below.